Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the sterling balloon catheter laying wrapped up inside an opened shelf box which was in an opened shelf box; as received. There was no carrier tube or balloon protector received with this device. The seal of the product pouch was opened on the top and sides where the tyvek and poly material meet. The area of separation from tyvek and poly shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. The product pouch was opened, as-received in the cis lab; however, there was no evidence of a defective seal and no indication that the pouch was opened prior to shipment from bsc. The device was removed from the pouch and microscopically examined. There was solidified contrast throughout most of the devices shaft. Although it was reported that the device was not used, the presence of the solidified contrast media in the lumen is indicative of handling beyond simply unpackaging the device, as was reported. Device analysis determined the condition of the returned device was not consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the pouch seal was not in tact. While unpacking a sterling mr, 5.0mmx20mmx135cm balloon catheter from the outer packaging, the inner pouch seal was open. The balloon was inside the packaging however, the hoop was missing. The device did not come in contact with the patient. The procedure was completed using another sterling balloon.

Event description:
It was reported that the pouch seal was not in tact. While unpacking a sterling mr, 5.0mmx20mmx135cm balloon catheter from the outer packaging, the inner pouch seal was open. The balloon was inside the packaging however, the hoop was missing. The device did not come in contact with the patient. The procedure was completed using another sterling balloon.